Manufacturer narrative:
(B)(4).

Event description:
It was reported by a clinical representative that the customer called and reported that they experiencing high blood glucose with blood glucose of 600 mg/dl at the time of the incident. The customer stated the pump site leaked, and they over slept and woke up with elevated blood glucose levels. The customer used manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer information was not available. The insulin pump will not be returned for analysis.